Event description:
A customer contacted baxter's global technical service center requesting assistance re-priming on the homechoice machine during fill 1 of 4 (at bypass). The home patient (hp) disconnected because there were a few air bubbles. The baxter technical service representative (tsr) ended therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the registered nurse (rn), the rn stated the patient disconnected as soon as she saw the air in the line, called baxter for assistance, and started over with new supplies. The rn said the patient did not know what caused the air in the line. The patient did not have an injury or need medical attention due to the incident. The rn stated that the patient continued therapy using the homechoice. No sample was kept by the patient and the lot number was unknown. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.